Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-01518. It was reported by the plaintiff's attorney that on or about (B)(6), 2009, the plaintiff was implanted with an elevate anterior prolapse repair system "for treatment of pelvic organ prolapse and urinary incontinence." It was alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, scarring, granuloma formation, infection, extreme pain, erosion of her internal bodily tissue," "significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury," and has "other injuries."